Event description:
It was reported that an I-thaw malfunction occurred. An icefx cryoablation system was selected for a cryoablation procedure. After the first freeze cycle, a system error message was received indicating the I-thaw function is defective on five of the needles used in the procedure. Passive thaw was performed for 30 minutes and the needles were removed from the patient. As a result of the malfunction, the procedure was cancelled.

Event description:
It was reported that an I-thaw malfunction occurred. An icefx cryoablation system was selected for a cryoablation procedure. After the first freeze cycle, a system error message was received indicating the I-thaw function is defective on five of the needles used in the procedure. Passive thaw was performed for 30 minutes and the needles were removed from the patient. As a result of the malfunction, the procedure was cancelled.

Manufacturer narrative:
H3. Device evaluation by manufacturer: the complaint device was not returned by the customer. The distributor was contacted and supplied the event log and serial number. The event log review showed that the error message occurred on each channel due to pressure inconsistency. This could be caused by the gas not being turned on or fully turned on when inserting the needles, resulting in an internal pressure fault. As a result, the I-thaw function on the needle was disabled and the error code 40-80 was received. H3 other text : event log provided for analysis.